Event description:
Patient came in for therapeutic phlebotomy for hemochromotosis. #18g IV started in left antecubital vein. The procedure was started. Vital signs monitored and stable. After obtaining about 300 cc of blood the tubing spontaneously disconnected at the IV site. New tubing and vacuum bottle were obtained and the procedure was restarted. Vital signs were monitored and stable, recorded every three minutes. Patient then stated he felt faint and had discomfort in the upper left arm. Flow of blood noted to be in reverse, going from the phlebotomy bottle back into the patient. Tubing immediately clamped with at least 15 cm of blood in the tubing. Chair reclined with feet elevated. Patient anxious, bp 144/94, pulse 144, respirations 18 and o2 sats 97%. Patient started having chest pain and discomfort in left arm. Oxygen on at 2l/min, and saturation 91%. Patient transferred to the ER where an EKG showed left ventricular hypertrophy and st and t wave changes, signs of inferior myocardial infarction and a diffuse global ischemia pattern. CT of chest was negative for pulmonary emboli. A repeat EKG 2 hours later showed that the changes had resolved. Admitted for observation and recovered. The patient was discharged the next day after all cardiac issues resolved.what was the original intended procedure?therapeutic phlebotomy.